Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x30x135 cm, express ld was selected for treatment. However, during the procedure, it was noted that the stent became dislodged during delivering. The procedure was completed with another of same device. There were no patient complications as the result of this event, and the patient was stable post-procedure. It was further reported that the device was removed with the catheter.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the express ld was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. An examination of the crimped stent identified that the stent had moved in a distal direction towards the distal markerband. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x30x135 cm, express ld was selected for treatment. However, during the procedure, it was noted that the stent became dislodged during delivering. The procedure was completed with another of same device. There were no patient complications as the result of this event, and the patient was stable post-procedure.